Event description:
It was reported that the insulin pump alarmed multiple motor errors in the last six months. The blood glucose reading is 176 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.